Manufacturer narrative:
D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Event description:
It was reported that pericardial effusion and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman access system (was) was selected to be used. The patient had a difficult vascular anatomy; the left sided groin access was used and this made getting on the fossa difficult, as the physician could not get off the posterior most portion of the septum. When the physician pushed the wire out in an attempt to get back to the superior vena cava (svc) it was noted on echocardiography that the wire was in the left atrium. The was sheath and the dilator were not pushed through, but left atrium (la) access was confirmed by pushing wire to the left superior pulmonary vein (lspv). Shortly after, a trace effusion was noticed that slowly grew over a few minutes around the right ventricle (rv). Protamine was administrated and the procedure was cancelled. The patient was observed for 40 minutes, and the effusion did not grow. The patient remained in the hospital, which the patient had been admitted for several days prior to procedure. The effusion never got worse and did not need intervention. The closure device was successfully implanted a day after this incident as the patient was stable enough to attempt again.

Manufacturer narrative:
D1 brand name: updated with additional information received. D2a common device name: updated with additional information received. D2b pro code (product code): updated with additional information received. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Event description:
It was reported that pericardial effusion and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman access system (was) was selected to be used. The patient had a difficult vascular anatomy; the left sided groin access was used and this made getting on the fossa difficult, as the physician could not get off the posterior most portion of the septum. When the physician pushed the wire out in an attempt to get back to the superior vena cava (svc) it was noted on echocardiography that the wire was in the left atrium. The was sheath and the dilator were not pushed through, but left atrium (la) access was confirmed by pushing wire to the left superior pulmonary vein (lspv). Shortly after, a trace effusion was noticed that slowly grew over a few minutes around the right ventricle (rv). Protamine was administrated and the procedure was cancelled. The patient was observed for 40 minutes, and the effusion did not grow. The patient remained in the hospital, which the patient had been admitted for several days prior to procedure. The effusion never got worse and did not need intervention. The closure device was successfully implanted a day after this incident as the patient was stable enough to attempt again.